Manufacturer narrative:
H6: investigation summary. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported that during injection with bd micro-fine¿+ pen needles insulin leaked. The treatment was completed after replacing the needle immediately, no additional patient impact. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, when injecting insulin for the patient, it was found that the side of the injection needle leaked. The treatment was completed after replacing the needle immediately. No adverse harm was caused to the patient.

Event description:
It was reported that during injection with bd micro-fine¿+ pen needles insulin leaked. The treatment was completed after replacing the needle immediately, no additional patient impact. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6)2023, when injecting insulin for the patient, it was found that the side of the injection needle leaked. The treatment was completed after replacing the needle immediately. No adverse harm was caused to the patient.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6) h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.